Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they received no delivery alarm. The customer's blood glucose was 100 mg/dl at the time of incident. Customer received insulin flow blocked during fill tubing. Advise to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. Advise to rewind pump, reinsert reservoir into pump and run load reservoir/fill tubing to at least 5.0u. Customer states the pump alarmed insulin flow blocked. Advise the pump will need to be replaced. Advise to retrieve and save pump settings. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarms noted during testing. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.